Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed and flail posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted. Post deployment the clip opened to 60 degree. No increase in mr grade was observed. Tension was felt at m knob and plus knob of steerable guide catheter(sgc) during the procedure. Another mitraclip xt was implanted and the mr was reduced to grade <1. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked, m-knob tension, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported clip opening while locked and m-knob tension could not be conclusively determined. The reported poor imaging is related to challenging patient anatomy, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.